Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported force sensor test error was found in the event history log. The error was also reproduced during power. The force reading was out of specification because the component was worn. The pump was over ten years old. No fault was found with the pump beyond the expected wear. The pump underwent preventative maintenance to address the reported issue.

Event description:
It was reported that the medfusion pump exhibited the following system failure: force sensor test. No patient injury or complications were reported in relation to this event.